Event description:
A damaged cartridge was reported by the caller, which occurred once and caused the customer¿s blood glucose level to rise to 600 mg/dl. The customer administered a correction injection using multiple daily injections (mdi) and did not require third-party assistance. The damage was located at the cartridge pigtail, but the cause was unknown. The cartridge was loaded onto the pump and used for insulin delivery, and the caller successfully changed the cartridge and resumed insulin therapy. A replacement cartridge was provided via return merchandise authorization (RMA), and the caller acknowledged and understood the resolution.